Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
"Literature article entitled, ¿revision hip arthroplasty with an extensively porous-coated stem ¿ excellent long-term results also in severe femoral bone stock loss¿ by per b. Thompsen, et al, published by hip international (2013), vol, 23, no. 7, pp. 352-358, was reviewed. During the last 25 years uncemented hip stem revision relying on diaphyseal fixation has shown improving clinical results and stem survival. The purpose of this study was to present the long-term results of hip revision with the solution stem. The study examined 36 hips over 25 years follow-up. All solutions stems were inserted during revision of unknown components. This complaint captures all re-revisions of the implanted depuy products. The authors used cemented and un-cemented femoral stems. The manufacturer of the cement was unknown. Implanted depuy products: solution stem, depuy cup, polyethylene liner, and cocr femoral head. Results: 1 revision of all components due to deep infection that caused loosening of the cup and stem 7 years after index revision. 1 stem revisions for aseptic loosening of the stem 1 stem revision for implant fracture due to intraoperatively confirmed inadequate osseointegration. 5 cases of poor hhs and sever pain, treatment was unknown. 14 intraoperative femur fractures- 10 required cerclage and 4 required no treatment 9 femoral perforations and/or fractures during femoral reaming requiring no treatment. All were well healed at final follow-up. 12 postoperative dislocations: 5 treated with closed reduction, 5 treated with open reduction, 3 required cup revisions, 2 required revisions of the femoral head, and 1 required revision of the acetabular liner. 1 cup revision for aseptic loosening. 1 liner revision for polyethylene wear. 2 cases of severe femoral bone loss identified on serial radiographic studies- treatment unknown 1 proximal femoral osteolytic lesion identified on serial radiographic studies-treatment unknown 2 cases of femoral stress shielding- treatment unknown the authors do not provide the manufacturer of the index tha components that were revised to the solution stem and associated depuy tha components. The information provided in the article does not clarify if revisions due to loosening were attributed to cemented or uncemented components. Therefore, the cups and stem will be captured for loosening of an unknown interface. Captured in this complaint; solution stem, unknown cup, polyethylene liner, and cocr femoral head. This complaint captures an unknown hip instrument: reamer, for intraoperative fracture. "